Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Two of 4 reports - other mfg report numbers: 9615741-2017-00022 / 9615741-2017-00024 / 9615741-2017-00025. It was reported that the set was not available for procedure due to technical failure. The device was stuck and it could not be separated. Issue discovered by the distributor, no patient involvement.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2017. Results: evaluation of returned device; we disassemble then assemble the different parts without difficulty. DHR review; DHR for lot e32g reviewed and a non-conformity was found about threaded axis not compliant making impossible the assembly with the support device. The issue was detected at return from loan by the logistics operator during inspection of a kit. One part from lot e32g was concerned and a rework was done. Complaints history; this is the fourth incident reported about system of compression for panta nail stuck together for the past two years. During the same time period, 1935 about panta nail have been sold. The complaint rate for this kind of incident during the stated time period is 0.2 percent. Conclusion: the incident is not confirmed. A misuse of the compression system may occur during the assembly in the warehouse.